Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic for follow up when intermittent double counting near vs events was seen on stored episodes. Lead noise was suspected, but was not reproducible in clinic. Lead replacement is being considered.